Event description:
Patient scheduled for endovascular arch branch repair, converted to open exploratory laparotomy, mtp (massive transfusion protocol) activated, patient expired in operating room. Time of death [redacted], called surgeon, and anesthesiologist. Patient had a complex thoracoabdominal aortic dissection with aneurysm. This carries a very high risk of mortality. Without surgery he would have died from the aneurysm. The complication was noted immediately, and appropriate steps were taken, balloon control, additional stenting, open conversion. No delay in patient care occurred. Just a very complex, risky problem.

Event description:
Patient scheduled for endovascular arch branch repair, converted to open exploratory laparotomy, mtp (massive transfusion protocol) activated, patient expired in operating room. Time of death [redacted], called surgeon, and anesthesiologist. Patient had a complex thoracoabdominal aortic dissection with aneurysm. This carries a very high risk of mortality. Without surgery he would have died from the aneurysm. The complication was noted immediately, and appropriate steps were taken, balloon control, additional stenting, open conversion. No delay in patient care occurred. Just a very complex, risky problem.

Event description:
Patient scheduled for endovascular arch branch repair, converted to open exploratory laparotomy, mtp (massive transfusion protocol) activated, patient expired in operating room. Time of death [redacted], called surgeon, and anesthesiologist. Patient had a complex thoracoabdominal aortic dissection with aneurysm. This carries a very high risk of mortality. Without surgery he would have died from the aneurysm. The complication was noted immediately, and appropriate steps were taken, balloon control, additional stenting, open conversion. No delay in patient care occurred. Just a very complex, risky problem.

Event description:
Patient scheduled for endovascular arch branch repair, converted to open exploratory laparotomy, mtp (massive transfusion protocol) activated, patient expired in operating room. Time of death [redacted], called surgeon, and anesthesiologist. Patient had a complex thoracoabdominal aortic dissection with aneurysm. This carries a very high risk of mortality. Without surgery he would have died from the aneurysm. The complication was noted immediately, and appropriate steps were taken, balloon control, additional stenting, open conversion. No delay in patient care occurred. Just a very complex, risky problem.